Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
PICC line placed (B)(6) 2007 for tpn due to non-healing enterocutaneous abdominal wall fistulae. Pt returned to hospital on (B)(6) 2007 with lll pneumonia and septic PICC line. The PICC line was removed and not replaced. The pt was discharged back to rehab facility on (B)(6) 2007.